Event description:
It was reported that the 9600+ system displayed a regulator and charger fail error message. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the batteries and battery charger. The system was tested and found to be working as intended and placed back into service.